Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report the patient's receiver was not functioning correctly on (B)(6) 2015. Patient's mother stated the receiver was not showing/displaying anything. Dexcom technical support advised patient's mother to change the patient's sensor and patient's mother reported device was now displaying properly. No injuries or medical intervention were reported.